Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed an impedance increase. The weekly high voltage lead impedance trend data showed an increase for minimum and maximum high voltage-can equal to 27 to 60 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that during a routine device change-out procedure, the superior vena cava (svc) coil imedance was high and a fracture was suspected. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.